Manufacturer narrative:
(B)(4). Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08670 inches. Unit has damaged serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivery. The blood glucose level was 303 mg/dl at the time of incident. The current blood glucose was 220 mg/dl. The customer treated with rapid insulin with syringe. The customer alleging the insulin pump for under delivery. The product will be returned for the analysis.